Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, the lens did not fold. It was reported that there was patient contact.

Manufacturer narrative:
Corrected information provided in d.10. And h.10. On initial MDR the concomitant medical product of alcon pikpaks surgical packs was an error. It should have been monarch iii iol injector on the original MDR the g.3. Date was initially submitted on prior MDR as 10/jun/2021 but it has now been updated and corrected to the accurate date of 09/jun/2021. The manufacturer internal reference number is: (B)(4).